Manufacturer narrative:
The devices were not returned, as they remain implanted in the patient. Therefore, the condition of the implants is unknown. These devices are used for treatment. Post-operative notes from (B)(6) 2011 indicate that the patient continues to have pain in the left knee after a revision surgery on (B)(6) 2010; this was the patient's second revision of the left knee. The operative notes from the revision surgery on (B)(6) 2010 indicate that the femoral component was revised due to loosening, and that it was replaced with a nickel-free lcck femoral with a 20mm x 100mm intramedullary stem. The operative notes also state that the tibial tray was intact, but the articular surface was revised to a 17mm lcck articular surface. The operative notes indicate that the components provided good stability and excellent kinematics through a full range of motion. No more information is available at this time. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain after a knee arthroplasty revision.